Event description:
The patient experienced underdose symptoms. The patient went to a hospital three weeks ago with nausea and vomiting. They thought that it was a problem with the pump. They sent the patient home because the operation date for the change of the pump was planned, eri, 1 month. The pump was replaced due to normal battery depletion. There were no anomalies found in the log files, there were no alarms active. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.